Event description:
It was reported that this right atrial (ra) lead exhibited a single out-of-range intrinsic amplitude measurement resulting in a message in the remote home monitoring system. Additionally, a one-time decrease in ra pacing impedance measurements and brief increase in ra threshold measurements was observed around the same time. All prior and subsequent measurements were stable. The field representative contacted technical services (ts) on behalf of the clinic to inquire how to turn intrinsic amplitude messages off in the remote home monitoring system. Ts discussed how to program the message off. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).